Event description:
Customer reported that the top button was hard to press. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up from customer technical support at this time, and additional information could not be obtained.